Event description:
Report received of an adverse pt event due to operator error while the device was in use. The pt was receiving flagyl via an ivac pump and morphine via an apm pump. During the night, the nurse hung new containers of the two medications. Both of the medication containers were labeled appropriately. The flagyl container was inadvertently connected to the apm pump tubing and the morphine was connected to the IV ac tubing. Reportedly, the pt received 100mg of morphine (100mg/ml) wiithin one hour. The pt was later found in severe respiratory distress. The dr was notified. Oxygen and three unspecified doses of IV narcan were given. The pt responded to the narcan and was transferred to the ICU. The customer reported that there was not a pump malfunction, but an operator error. Though requested, there is no further info available.